Event description:
The laryngoscope blades peeled, flaked, and the bond separated. This was discovered when the laryngoscopes were sterilized prior to use on a patient. The product defects were discovered and never put into use. No patients were affected. "UDI number (B)(4)". Model numbers: "199160,199158,199159,19156,19157". Reference reports: mw5155266, mw5155267, mw5155268, mw5155269, mw5155270, mw5155272, mw5155273.